Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporter did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. Zip code is not indicated at this time. (B)(4).

Event description:
A consumer/lay patient reported that a period of time following an intraocular lens (iol) implant procedure, he has started to experience decreased visual acuity so that he can no longer drive. Additional information has been requested.